Event description:
It was reported that stent damage occurred. A 16 x 3.00 rebel bms stent was selected for use. However, it was noted that the stent was damaged upon opening the package. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 79mm from the tip, the guidewire lumen was buckled and prolapsed for a length of 1mm. The balloon was tightly folded. The stent was dislodged and moved distally over the balloon by approximately 3mm. The strut rows 6-9 (counting from proximal end to distal end) were pulled and balled up. There were no further damages to the device, and no fluids were found within the device. There was no indication the device was inflated or an attempt to deploy the stent was made. Photo media reviewed was found to be not applicable as it depicted box packaging with damage similar to handling as there were creases on the edges of the box indicating the box was opened given the device was reportedly removed from packaging.

Event description:
It was reported that stent damage occurred. A 16 x 3.00 rebel bms stent was selected for use. However, it was noted that the stent was damaged upon opening the package. There were no patient complications reported.